Event description:
Customer reported unexpected negative result when testing a sample with capture-r ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of images: original sample was tested on crrs3 (lot r195) and resulted negative. Visually cells I and ii appear (B)(6). The second sample was tested on crrs3 (lot r195) and was (B)(6) for cells I and ii (B)(4). Visually appear (B)(4). Anti-d was identified with crrs extend ii (B)(4). (B)(4). The original sample was retested on echo and was (B)(4) for cells I and ii. Visually appear (B)(4). Customers were instructed to visually inspect negative echo results with capture-r ready screen and capture-r ready ID in technical communiction (B)(4) on (B)(4), 2009. A service call was made. Performed unexpected reaction checklist and found test peri-pump volume to be 9.0g (expected volume 9.9 to 10.9 g) replaced peripump tubing and re-ran test peri-pump.icl., volume within specs at 10.1g. All other parameters within specification. Performed daily maintenance with acceptable results. Performed qc with acceptable results. System was tested and is operating within specifications.